Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative urine hcg results on two female patients with the henry schein hcg combo. Prior to coming to the office in the morning, each of the women had tested with a home pregnancy test (brand unknown) and had positive results. One of the women was about (B)(6) but no other information was provided. There was no information provided on the second woman. The actual date of occurrence was not provided. Blood work was done on both women that showed they indeed were pregnant (no quantitative results provided).

Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.